Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the patient had a deep brain stimulator and a pacemaker. It was noted the patient was not dependent on the pacemaker but the patient¿s dbs device produced an artifact on the pacemaker. It was stated the patient could ¿miss beats¿ or suppress pacing because of the interference. It was noted it was not life threatening at the time of report becausethe patient¿s heart could ¿pick up.¿